Event description:
Customer's mother called to report that she did not think her son's pod was working due to elevated blood glucose levels (bgs). Bg's ranged between 264-597 mg/dl. The customer's mother stated the pod appeared to be inserted correctly and the site looked fine. The customer deactivated and removed this pod and was able to activate a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.